Event description:
Reportedly the anesthesia circuit had been attached to the anesthesia machine and to a pediatric patient when it was noticed to be leaking at the start of a case. The circuit was immediately replaced with another without sequela to the patient.